Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device battery reached elective replacement indicator (eri) on 2014-(B)(6).

Event description:
It was reported that the implantable pulse generator (ipg) was exhibiting unexpected longevity. The ipg will be changed in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.